Event description:
It was reported that the rigid video laparoscope had a loose connection to the handpiece and black streaks appeared in the image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection. The reported failure black streaks in the image was confirmed; however, a loose connection to the handpiece was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, damaged laser light cable (llk plug) of the video cable section and displayed no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image and black streaks in the image was due to broken video cable and the cause of the damaged laser light cable (llk plug) of the video cable section was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.